Event description:
It was reported that a large volume infusor leaked. This was observed before use. The leak was contained within sealed overpouch. The device contained ceftraxone (aft) 4000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6) h4: the lot was manufactured from june 22, 2023 - june 26, 2023. H10: the device was received for evaluation. Visual inspection was performed and fluid was observed inside a bag that contained the unit. When the device was removed from the bag, the cause of the leak inside the bag was found to be untightened blue winged cap. The cap thread was exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. The cause of the leak inside the bag may be due to a use error by not securely tightening the blue winged cap. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The device was monitored until the next day and no signs of leak were observed. The product label (IFU, instructions for use) indicates the blue winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.